Event description:
It was reported that the unit broke during the insertion. No patient injury was reported.

Manufacturer narrative:
One 4.5 mm healicoil pk sa system was returned for evaluation. Visual assessment of the device could not confirm the reported complaint of breakage. The anchor and inserter are intact and show no abnormalities.